Event description:
Physician was trained on high settings and burned me; I ended up having a scar that needed fat transfer to heal on my abdomen. Italian descent. Body injury, needing surgery to make livable and presentable.